Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 12 mm amplatzer vascular plug ii (avp2) was selected for implant in an internal iliac artery prior to endovascular aortic repair. The avp2 was delivered to the target lesion and attempted to be deployed when the plug deployed with a distorted shape. The avp2 was safely removed from the patient without detachment from the delivery cable. A second 12 mm amplatzer vascular plug ii (lot number unknown) was successfully implanted with no further issues. No patient consequences were reported.